Event description:
Pt underwent an excision of a right breast mass on (B)(6) 2023 - skin affix applied to surgical incision; pt noted with redness to surgical site, rash noted from axilla to mid arm on f/u visit on (B)(6) 2023. Pt to be treated with antibiotics and benadryl.